Event description:
Client reported to MFR that she received a stress fracture in her foot several months prior while she was driving downhill. Client stated that the wheelchair suddenly took a sharp turn while she was driving downhill, which caused her wheelchair to tilt to one side and forward. Client reported that she let go of the joystick and put her feet on the ground. She sought medical treatment several days later after experiencing pain in her foot. MFR inspected the wheelchair and found it was functioning properly. Based on the client's description and demonstration of her driving habits, MFR concluded that client drove carelessly without her positioning belt and she should not have put her feet on the ground while the chair was still moving. Client has poor sight and difficulty driving her wheelchair.